Event description:
The customer reported to olympus that during maintenance of the gastrointestinal videoscope found lines across the screen. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found the foreign debris protruding from the air/water nozzle. The foreign material was appeared to be a plastic bristles in the mouth of the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found following findings: light cover glasses adhesive and optical cover glass adhesive, distal end cap, switch head were worn; found pitted distal end adhesive; delamination was evident on insertion tube; the unit failed for hot and cold test, found misty image and unit also failed for electrical safety test. Based on the results of the investigation, the foreign material could not be identified. It is likely that the device was not properly reprocessed. However, a definite root cause could not be established. The customer did not provide any information regarding failure and/or issues on the reprocessing practice at user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.